Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with one broken clip remaining. The sample was visually examined with and without magnification. The broken clip exhibited a staggered break at the hinge. The clip was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. The broken clip appeared used as there was biological material present on the sample. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The broken clip exhibited a staggered break as it was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One broken clip was returned in the cartridge and the clip exhibited a staggered break where it was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA (B)(4) (037) has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that a clip got broken at loading during a laparoscopic colectomy. The broken piece fell in the patient but it was withdrawn and nothing remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the hemolok ml clips 6/cart 84/box lot# 73l1900187 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading during a laparoscopic colectomy. The broken piece fell in the patient but it was withdrawn and nothing remained in the patient.